Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: unknown but referred to as a cook filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "physician had called to discuss a cook filter placed some four to five days ago. Pt is now symptomatic and complaining of abdominal pain. Explained that three struts are penetrating caval wall. Consulting physician on retrieval." Patient outcome: the patient did not require any additional procedures due to this occurrence. Adverse effects to the patient due to this occurrence were reported: "abdominal pain, symptomatic (?), struts penetrating caval wall."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the first image submitted, presumably from immediately after ivc filter placement, demonstrates a tulip filter with the hook terminating at the inferior endplate of the t12 vertebral body, without evidence of significant tilt. The next image is a coronal reformatted image from a CT scan of the abdomen which demonstrates interval development of approximately 36° of rightward tilt, relative to the central portion of the visualized vertebral body. At least one of the primary filter legs is seen penetrating through the wall of the ivc potentially into the lumen of the aorta on this projection, although this may be volume averaging, indicating a grade 3 interaction is present. Furthermore, the hook of the ivc filter appears to either abut or engage with the cranial margin of the right renal vein ostium. Given the short dwell time of the filter, this degree of tilt and degree of penetration is very atypical. Given the suggestion of engagement of the hook of the ivc filter with the right renal vein ostium, this may have been the inciting cause resulting in the penetration and tilt. If the filter was only marginally tilted during the initial placement, but such that with respiration the hook could inadvertently engage with the ostium of the renal vein, this could act as a tether point and alter the forces applied to the primary filter legs, contributing to their quick penetration and increased tilt. Unfortunately, on this single image, the engagement of the hook of the ivc filter with the renal vein is suggested but not definitive. In addition, no other clinical information was provided that could be helpful in explaining why the filter changed in position so dramatically in the short time interval. Potentially, the patient underwent an additional procedure which may have displaced the ivc filter such as intra-abdominal surgery or even bedside placement of a central line with the wire inadvertently becoming engaged with the ivc filter. Unfortunately, without further clinical information and more complete imaging, the true cause of tilt and resulting penetration, or vice versa, is mostly speculation. Despite this, in the absence of other potential causes of pain, the patient¿s symptoms are likely due to the penetrations. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "physician had called to discuss a cook filter placed some four to five days ago. Pt is now symptomatic and complaining of abdominal pain. Explained that three struts are penetrating caval wall. Consulting physician on retrieval." Patient outcome: the patient did not require any additional procedures due to this occurrence. Adverse effects to the patient due to this occurrence were reported: "abdominal pain, symptomatic (?), struts penetrating caval wall.".

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.